Event description:
It was reported that during right colon surgery, the device would not open. The rep reported on the third firing with blue reload, the device jaws would not open after firing. They fired, knife came back, but jaws would not open. They pushed reverse button and still jaws would not open. They also tried to squeeze firing trigger to see if this would disengage the device and still device jaws would not open. The reverse was pushed again and nothing happened. They then used manual override and still device would not release. It was closed on the bowel. The rep then called the customer support center for assistance and asked csa to contact or. When csa spoke with or, they had already attempted the manual override handle. The handle would no longer move, but the jaws would not open. Csa reviewed removal instructions and referred to physician's discretion on how to proceed. Procedure was ongoing at time call ended. The surgeon later used competitor device to cut around our device to remove stapler. Our device was handed off of the field and presented to rep. Rep was able to open jaws of device easily off of sterile field. The rep said the device was swished between firings and no patient consequence was reported.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.